Event description:
It was reported that the customer was hospitalized for hypoglycemia and coma. Prior to being hospitalized, it was reported that the insulin pump alarmed motor error, then no delivery several times. Troubleshooting was performed and the insulin pump passed a self test. However, the insulin pump continued to alarm. No delivery and motor error during troubleshooting.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.